Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using video system center image blacked out twice during a therapeutic laparoscopy procedure. The equipment was restored, and the procedure was completed using the same equipment. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, found the touch panel was scratched, the lower chassis had deformations and battery on printed circuit board had ran out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.